Event description:
It was reported that the lead did not fit appropriately in a 7f introducer; the physician suspected lead damage. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event was reproducible in the laboratory. The lead could not be passed through an introducer due to the insulation diameter proximal to the rv shock coil being out of specifications. No other anomaly was found.